Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was the sicd sense algorithm was confused with barostim and failed to detect vf appropriately. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID # (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. On (B)(6) 2025, the patient was implanted with a subcutaneous ICD (sicd), and the physician was fully aware of the sicd's contraindication of unipolar therapies, such as barostim. The physician requested defibrillation threshold testing. Testing was done and both vectors on the sicd, did not detect ventricular fibrillation, nor deliver shock to terminate arrhythmia and the patient had to be externally defibrillated. The sicd was working fine with barostim off. Per the physician, the sicd sense algorithm was confused with barostim and failed to detect vf appropriately. The patient's barostim therapy was turned off. The patient was seen for retesting on (B)(6) 2025, and the test was successful twice.